Manufacturer narrative:
Approximate age of device - 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that interrogation of the patient¿s lvad system noted a time clock reset flagged during a power change. Analysis of the submitted log file by the manufacturer¿s technical services representative confirmed a pump stoppage due to both system controller powers leads being disconnected. No other unusual events were recorded in the log file. A time clock reset flag indicates that the system controller has lost all external power. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: analysis of the log files provided by the account confirmed a pump stop event due to both power cables being disconnected; however, a specific cause could not be determined through this evaluation. The submitted log file dated on (B)(6) 2019 contained approximately 18 days of data. A pump stop event was observed on day 279, which appeared to be due to both power cables being disconnected from a power source. Power was ultimately restored and the pump resumed operating at the set speed. No other atypical alarms were captured. The hmii lvas IFU lists addresses all alarm conditions and the proper actions associated with them. The IFU also states that least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times. Disconnecting both power cables at the same time will cause the pump to stop. The patient remains ongoing on the device and no further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that at that time when the event occurred, the patient remained asymptomatic, the hospital decided to follow-up in (B)(6) 2019 regarding the issue at the outpatient service. The patient reported to have inadvertently disconnected the power cables simultaneously. The hospital reported that they suspect a device malfunction if the double disconnects occurred without the patient's noticing; however, no further information was received for this issue. No treatments rendered, and the patient's components are the same and have not been replaced therefore there is no plan to return for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.